Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a capacitor failure. The issue was resolved by replacing capacitor and the product is back in service.